Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient that was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported the patient said that there were components that were changed or moved. The caller provided information from an op note that said on (B)(6) 2014 a portion of fibrous sac that the device was placed in and relocated the device deeper and probably a more comfortable location. No symptoms were reported. No further complications were reported.